Manufacturer narrative:
Day after surgery field service specialist (fss) visited account and found no problems. The site was advised to lock the chair during intralase treatments. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported flap creation in right eye had no problems. Then during left eye flap creation there was suction loss 75% into the procedure. Left eye was aborted and photorefractive keratectomy (prk) was completed. Patient interface were not saved. Surgeon reported no patient complications and no surgical/medical intervention was required.

Manufacturer narrative:
Additional report source: user facility. All pertinent information available to abbott medical optics has been submitted. Placeholder.